Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: a review of the pump¿s black box showed evidence of cs 064 call service alarms (occlusion during prime.) During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no call service alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The pump performed within required specifications. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 alarm while performing the rewind and load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.